Event description:
Customer received result of 561 mg/dl on the mobile system, and a result of 46 mg/dl on the performa system within 10 minutes. The customer was treated with sugar based on the performa result. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).